Event description:
Info received indicates the bed exit will arm but does not alarm when the pts get out of the bed.

Manufacturer narrative:
The tech replaced the bed exit tape switches to repair the bed.